Event description:
Literature: martens fm, somford dm, van kuppevelt dh, van den burg mj, heesakkers jp. Retraction of an intrathecal baclofen infusion. A case report. This case report described a male that experienced an intrathecal catheter disconnection after initial implantation of the device. Revision of the system was performed. Afterwards, spasms were well controlled with a baclofen dosage of 44 mcg/day. The pt was also treated twice with a blood patch for leakage.